Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden drop in r-wave amplitude. The rv lead was reprogrammed and remains in use. In addition, it was noted that the rv lead previously exhibited large variations in r-wave amplitudes with multiple inappropriate shocks delivered. Furthermore, it was noted the device previously experienced inappropriate episode detection due to sensing of noise upon which the device delivered inappropriate therapy to the patient. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This product was included in that field action. Without the return of the product, it cannot be determined if the product performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue, oversensing due to non-physiologic signals/sic (sensing integrity counter), and the unexpected delivery of a ventricular tachyarrhythmia therapy. This lead was included in that field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.